Manufacturer narrative:
D9. Date returned to mfg: 28-mar-2024. H3. & h6. Investigation codes: updated. Investigation summary: the samples returned consist of three (3) for p/n: 67pfs60 and l/n: 4416595, two unused samples and one used sample were received in a plastic bag. During visual inspection no damage or other defects were detected on the sample. The samples were inflated with the use of a syringe to detect any problem in the inflation system and cuff symmetry testing was performed. Sample 1: symmetry value was 35%, greater than 33% as is specified in qp bivona tt- fg-tj. Sample 2: symmetry value was 47%, greater than 33% as is specified in qp bivona tt- fg-tj. Sample 3: symmetry value was 37%, greater than 33% as is specified in qp bivona tt- fg-tj. As a result of testing, the failure mode of ¿will not inflate¿ was not confirmed. A CAPA was initiated to address the root cause of the cuffs not inflating symmetrically, maintaining inflation, and leakage. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. D5. Other operator of device: operator of device is unknown. E1. Initial reporter phone(B)(6) h3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the tracheostomy tube cuff would not properly inflate. There was no patient involvement and no patient harm/adverse event reported.